Manufacturer narrative:
The field service engineer (fse) inspected the device and replaced the bdu audio alarm. The fse uploaded the software to the current revision. The fse performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator displayed a serial number mismatch with a missing serial number and when performing an extended self test (est), the breath delivery alarm (bdu) alarm did not alarm during the bdu audio test.

Manufacturer narrative:
Unique identifier (UDI) number added to section. Correction to evaluation codes method, result and conclusion. Correction to the PMA / 510k #. Device evaluation: the piezo alarm assembly and the communications backplane was returned for failure investigation. The reported event piezo alarm did not sound during the bd audio test was not duplicated. The analysis determined the alarm performed normally; no fault found. The returned communication backplane showed no visual anomalies and/or thermal damage. The returned board was installed into a test ventilator. The ventilator was placed into ventilation mode for approximately 24 hours with no alarms or error codes. The reported event for a serial number mismatch was not duplicated. The analysis determined no fault found. If information is provided in the future, a supplemental report will be issued.